Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in patients with failed back surgery syndrome" pain 132 (2007) 179-188. This article lists information suggesting a patient being treated with spinal cord stimulation for pain associated with failed back surgery syndrome experienced undesirable stimulation. Surgery was required to replace the leads because they had been implanted anteriorly and the patient was receiving shocks.

Manufacturer narrative:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in patients with failed back surgery syndrome" pain 132 (2007) 179-188. See scanned pages.